Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was not getting good coverage and may need a lead repositioning. The manufacturer representative clarified that they had not seen the patient yet and stated that the patient said there was ¿basically¿ no issue after all. Additional information was received from a manufacturer representative (rep) on 2018-apr-20. It was reported the patient was not sure what happened. The rep said that it was a pocket revision because the ins moved more lateral than the patient would have liked. The ins and leads were both in working condition. The patient said the scs moving started in (B)(6) of 2017. The pocket revision took place on (B)(6) 2018 to resolve the issue. The rep said everything was resolved and the patient was happy with the results. No further complications were reported.